Event description:
It is reported that the retractor was being used in a routine manner when, it fractured.

Manufacturer narrative:
Evaluation summary: breakage may have been caused due to application of high bending forces during its use. The exact cause cannot be determined with certainty. Evaluation: as returned, the retractor has fractured at the first relief cut on either side of the device. The fractured component was not returned for review. The remaining portion of the device contains signs of normal wear and tear from the potential field age of approx 20 months. Manufacturing documentation is in order and appears to be conforming. The hardness of the material was found to be within specification.